Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was tested and passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to fill 1, drain1, fill 2 and drain 2 volumetric exceeded the limits. The cause was determined to be piston foams disintegrated. (Same device, patient as in master (B)(4) and related (B)(4).) If additional relevant information is received, a follow-up will be submitted.